Manufacturer narrative:
This event is recorded with (B)(4). An initial MDR report was filed under the #: 0001526350-2018-00999. Please consider that report voided due to duplicate report generated on the supplemental. Hence, this is the initial-final report for (B)(4). (B)(4). On (B)(6) 2018, it was reported that the unit had tore tissue during a graft using the 2:1 cutter. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and gear had some visible damage. The 1:1 ratio cutter, serial number (B)(4) and the 3:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the 2:1 cutter failed to produce a passing sample mesh. The cause of the torn tissue with the 2:1 cutter was due to the damaged cutter. The root cause of the torn tissue with the 2:1 cutter could not be determined with the provided information since it is unknown how the cutter became damaged. The cutter was deemed non-repairable. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher had teared tissue graft during the use of 2:1 cutter. Event occurred during procedure. No harm/delay reported . The procedure was completed with another device. No adverse events were reported as a result of this malfunction.